Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) exhibited a dropped in pacing impedance out of range as well as loss of capture. The device remains in service. No adverse patient effects were reported.